Manufacturer narrative:
(B)(6). Additional device product code: ove. (B)(4). (Therapy date): implanted in 2015; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a revision procedure at c3-c4 due to a backed-out 3.0 mm titanium (ti) cervical spine locking screw 12 mm of a zero-p implant. The 12 mm screw was removed and replaced with a 16 mm screw. The patient did not have any adverse events as a result of the loose screw and the revision surgery went well. No surgical delay. The original procedure was an anterior cervical discectomy and fusion (acdf) at c3-c4 in 2015. The surgeon stated that the patient was in a automobile accident and that may have led to the loosening of the screw. Patient¿s outcome reported as stable. Concomitant devices reported: zero-p implant (quantity 1). This report is for one (1) 3.0 mm ti cervical spine locking screw 12 mm. This is report 1 of 1 for complaint (B)(4).